Event description:
Patient received several inappropriate therapies due to noise. The physician decided to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned for analysis. Without the entire lead, a complete evaluatin cannot be performed. The electrical characteristics of the returned portion exhibited normal coil continuity. Analysis found the lead highly abraded with the blue sensing cables exposed outside the insulation due to inside out abrasion. The sensing cables were intact and could not have caused the reported noise.